Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was a large closure using the pre-close technique prior to an unspecified procedure. Reportedly, the sutures of six prostyle devices captured but the suture was ¿frayed¿. The sutures of two new prostyle devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.